Event description:
It was reported that there was no audible alarm. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d5: operator of device is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 12-jan-2024. Device evaluation: one device was returned for investigation. Visual inspection found the device had: cracked enclosure, chipped front cover, cracked water tank cover, stained water tank, and a faded line cord. The device was also found to have outdated drain fitting, pcb, and power switch. Functional testing could not duplicate or confirm the customer complaint. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.